Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with unsure blood glucose around 400 mg/dl and was treated with insulin pump. Customer also stated that cannula was bent while inserting. Customer did not allege pump was under delivering. The customer declines the troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.